Event description:
Per the clinic the device was explanted (specific date not reported), due unspecific medical reasons. The patient was reimplanted with another cochlear device during the same surgery. Additional information has been requested but has not been made available as of the date of this report.

Manufacturer narrative:
Per the clinic, the patient was placed under general anaesthesia on (B)(6) 2024, in order to explant the device due to pain/non-auditory sensations and facial nerve stimulation.